Event description:
A customer splashed vitros liquid performance verifier I into her eye while pipetting the fluid. The customer sought medical attention and no follow up was recommended or prescribed. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that the user was pipetting control fluid out of a vial splashed several drops into her eye. User did not have safety glasses on when event occurred. This contrary to what is recommended by the product instructions for use. The user flushed her eyes with water and sought medical attention. No follow-up was recommended or prescribed by the occupational exposure nurse contacted by the user. The supervisor for the lab contacted ocd technical support who referred the caller to the first aid safety instructions contained in the instructions for use. The root cause of the event is user error caused by a failure to wear eye protection as recommended by the products instructions for use.